Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set cannula was bent, leading to diabetic ketoacidosis (dka) and hospitalization on (B)(6)2024. The blood glucose level was 500 mg/dl at the time of the event, with symptoms including vomiting and severe pain. During hospitalization, the patient was treated with an insulin drip and manual shots before meals. The patient was discharged on (B)(6)2024. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. The blood glucose level was high at the time of events; therefore, the patient was treated with correction bolus via multiple daily injections (mdi). No further information was available.